Manufacturer narrative:
Correction: this MDR is being closed as a duplicate of FDA MFR ref: 3004105610-2023-00054.

Event description:
As reported: "the patient who received the pin from stryker jts has an infection. A washout has been scheduled for on (B)(6) 2023."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There is 1 similar events for the lot referenced. H3 other text : not available.

Event description:
As reported: "the patient who received the pin from stryker jts has an infection. A washout has been scheduled for on (B)(6) 2023."